Event description:
It is reported that the patient is complaining of pain since surgery. Patient feels like hip is going to give out. Patient feels her hip cannot sustain her weight.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.